Event description:
It was reported there is a crack at the front end of the sheath, and it cannot be fed normally. It was stated the catheter was replaced.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refz3622 showed no other similar product complaint(s) from this lot number.